Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a distributor repair center who reported that the circuit board of a martel printer was hot to touch. Based on the info at the time, there was no injury associated with the event.